Event description:
The pt reported hearing intermittent and uncomfortably loud sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done 11/25/1998.